Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the returned device was used. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was received inserted into a 6f introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was bunched at the distal tip, indicating retraction issues. The catheter was kinked 57.2cm the distal tip. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. The introducer sheath was examined and the distal tip was flared, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.35¿ guidewire, and it passed without issue. The balloon was unable to be retracted through the introducer sheath. The balloon was advanced out of the sheath with slight resistance. Upon advancing the balloon through the sheath, a complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The catheter remained in one piece as the polyimide remained intact. The edges of the proximal end of the butt joint break were examined and observed to be slightly jagged. No fiber disturbance was observed on the balloon. The balloon was stripped of its fibers in an attempt to identify a balloon rupture. No ruptures were noted to the base balloon material. No further functional testing could be performed due to the break at the proximal balloon glue joint. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Distal end of balloon bunched and flared introducer sheath tip). The investigation is inconclusive for material rupture, as no signs of a rupture were observed to the balloon. Per the reported event details, the balloon was inflated within a stent. It is possible that the stent may have contributed to the balloon rupture. It is unknown whether the user perceived the break at the butt joint as a balloon rupture or whether the break was a result of the retraction issues through the sheath. It is unknown if patient and/or procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available information. Labeling review: the current dorado pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the first inflation the pta balloon allegedly ruptured (atm unknown) in the right subclavian vein. There was no reported difficulty in retracting the balloon through the sheath. There was no reported patient injury.